Manufacturer narrative:
The hospital's biomed was seeking dräger's assistance for troubleshooting via phone/email and finally decided to replace the peep valve and the pump that creates the actuation pressure as a precautionary measure. The returned vacuum pump as well as the electronic peep valve were installed into the periphery of a lab device. The device passed several posts and a 72 hrs test run using different modes and settings w/o any issues. The log file was analyzed by the manufacturer. It can be seen in the records that right from the start of automatic ventilation in pressure mode the device alarmed for fg low or leak. A switchover to volume af mode was executed 10 minutes later; the device further alarmed fg low or leak and ¿ at times ¿ volume not attained. The peep was stable around 10 hpa. In the following, the user switched forth and back between manual and automatic ventilation several times. From the recorded data, the peep was more or less stable for the first 75 minutes of the procedure. Then, suddenly while in volume af mode again the peep was fluctuating between 1 and 24 hpa, the expiratory tidal volume dropped down significantly. The device alarmed for apnea, mv low and fg low or leak and was used for another 37 minutes until it was switched to standby. Operator interaction with the device is also evident in this phase but the initiated actions were obviously not effective to remove the source of leakage. All in all, there is no indication in the log that would reasonably suggest the presence of a device malfunction; the returned hardware was free of faults as well. Dräger finally concludes that the reported observation was caused by a leakage in the patient circuit, leading to a loss of volume, pressure and fresh gas. The device issued multiple alarms indicating the disturbance of ventilation to the user. All alarms, possible causes and dedicated remedies are described in the instructions for use.

Event description:
It was reported that during a case the peep pressure was lost. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case the peep pressure was lost. No patient injury was reported.